Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons was jammed. The patient's blood glucose at the time of incident was 70 mg/dl. The customer stated that after he discovered the jammed key he tried to bolus but the numbers kept scrolling on their own. Troubleshooting was initiated for the keypad anomaly. The customer was sitting on the beach and did not get into the water, and he assumes the button was pressed to his body. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was out of warranty and the customer did not want to return it, and a replacement device was shipped to the customer.